Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block b3: the exact date of the event is unknown. The provided event date of (B)(6) 2020 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block h6: problem code 2587 captures the reportable event of snare loop failure to cut. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed. Block h11: correction: sections h7 and h9.

Event description:
It was reported to boston scientific corporation that a captivator medium hexagonal stiff snare was used during a colonoscopy with tissue resection procedure performed on an unknown date. According to the complainant, during the procedure, the snare would not cut completely through the tissue using hot or cold snaring, so they had to use a biopsy forceps to cut away the target polyp. The procedure was completed using a biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The exact date of the event is unknown. The provided event date of (B)(6) 2020 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator medium hexagonal stiff snare was used during a colonoscopy with tissue resection procedure performed on an unknown date. According to the complainant, during the procedure, the snare would not cut completely through the tissue using hot or cold snaring, so they had to use a biopsy forceps to cut away the target polyp. The procedure was completed using a biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.